Event description:
Hcp reported pt death. Hcp reports the pt died of a sudden cardiac problem. Physician stated there was an autopsy performed but he does not have the results. The pump was removed but not returned to the MFR. A follow up report will be sent if additional info is received.